Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-03 additional information was received. The pt reported the cause of the stimulation not being as strong as when implanted was due to their pain worsening. The battery depleting quicker was due to the pt needing to increase the stimulation intensity to address their worsening pain. The pt stated they ad met with the rep at their doctor's office and the rep increased the strength of their stimulation. The patient confirmed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they think the patient was confused as there was no error message. They stated that no further actions are planned as of now, as they have not heard back from the patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had gotten a message twice on their controller that said 'replace implant soon,' since about 2 weeks ago this past sunday. Patient said they spoke to a manufacturing and was told to call patient services for further assistance. Agent asked, patient said they didn't remember exactly what the message said; they panicked when they saw the message. Patient mentioned they had an appointment with their healthcare provider, and the nurse practitioner called and said to call patient services because their stimulator shouldn't be approaching eri/eos yet. Patient also mentioned the shock/tingles that went down their leg hadn't been as strong as it usually was when the implanted neurostimulator was fully charged (confirmed this was also within the past ~2 weeks). Patient confirmed they hadn't made any changes to their stimulation intensity or settings. Patient was able to start a charging session during the call to try to recreate the message; controller battery was at 100% and the implant was at 60% with excellent connection. Patient mentioned that they charged the implant on sunday and the battery inside was already lower than normal. The issue was not resolved. The patient was redirected to their health care provider to further address the issue; agent reviewed role of rep and advised to have hcp make appointment to have ins interrogated.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.